Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced a lost sensor alarm. Customer's blood glucose was 476 mg/dl. Customer treated her high blood glucose with an insulin injection. During troubleshooting, found the wrong transmitter ID was programmed into the insulin pump. Customer was advised that the transmitter did not communicate due to an incorrect ID. Customer declined troubleshooting. Customer will not be returning the device for analysis.